Event description:
It was reported that the low voltage lead was repositioned due to an unknown reason. The insulation of the low voltage lead was noted to be twisted after repositioning. The low voltage lead was subsequently explanted. The patient remained stable throughout the procedure.

Manufacturer narrative:
Further information was requested but not received.